Event description:
Customer called stating that meter was reporting high results. Their meter reported a reading of 62 mg/dl, while they were having a seizure, compared to a result of 32 mg/dl reported by paramedics. The customer was hospitalized due to this seizure. Customer asked to return meter for further evaluation, and a replacement was provided.